Event description:
Boston scientific crm received information that during a change-out procedure with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead there were difficulties experienced inserting the rv lead into the header. After numerous attempts, silicone oil was used and the lead was successfully inserted into the header. The patient was pacemaker dependent and there were numerous bouts of asystole greater than 2 seconds. To minimize the asystole during the insertion difficulties, the lead was inserted back into the old device in between attempts. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device and lead remain in service. There is no additional information available. If additional information becomes available, the event will be updated.